Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the recorded total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range. No delivery interruptions or alarms occurred during the investigation.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient was hospitalized. No other information was provided. The reporter was unwilling/unable to troubleshoot the pump. Animas made multiple attempts to contact the reporter. .this complaint is being reported as the pump could not be eliminated as a cause contributor to the hospitalization.